Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the monopolar curved scissor (mcs) tip cover accessory was installed onto the mcs instrument, and it sat very loose and could be pulled up or down with little effort. This mcs tip cover accessory was opened only to test it's fit on an mcs instrument and was never used on the patient. The mcs tip cover accessory was discarded after the procedure due to contamination.